Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump are hard to push. The customer's blood glucose level was unknown. The customer also stated that the screen of insulin pump is dim and they can't able to see any text on insulin pump. The customer also reported that while programming bolus insulin pump sometimes not take the next number. The insulin pump will not be returned for analysis.